Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/22/2025, it was reported that the patient's dexcom app showed egv 320 mg/dl. While the bg was 450 mg/dl. During this time, the patient felt fatigue, had a headache, felt nauseous and was dizzy and decided to go to emergency room (ER). In the ER, the doctor gave him IV fluids and insulin IV. No other medical procedure and he went home within the day and he is currently fine now. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.